Manufacturer narrative:
Investigation summary: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: as the complaint component was not returned for analysis, no product analysis could be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that patient felt as if artificial urinary sphincter (aus) balloon had popped. The physician attempted to cycling the device and could feel that there was a fluid loss. The aus was removed and replaced. Upon explant, the balloon was found to be completely detached. The surgery was successful and there were no further complications.